Event description:
On (B)(6) 2012, the patient contacted animas and stated 3 days ago, the ezbolus button was very hard to press and that it required multiple button presses in order to get it to response. The patient reportedly wore the pump in pocket and did not clean the pump. There was no reported patient impacted associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn by the ok up to the up arrow keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons responded appropriately and the keypad buttons spring back or click normally. The audio bolus button was intermittently unresponsive. There was evidence of keypad contamination found under key contacts.